Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device could not confirm the reported event. The second anchor had never been deployed.

Event description:
It was reported that patient underwent a meniscal repair procedure that utilized suture anchors on (B)(6) 2014. During the procedure, the second anchor deployed prematurely after the surgeon successfully deployed the first anchor of the double-loaded suture anchor device. Both anchors were removed from the patient and three additional anchors were used to complete the procedure.